Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0231222. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph of the affected device that was provided displayed a large bend originating at the root of the cannula. This suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA#1278509 was initiated.

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm broke at the cannula before use. The following was reported by the initial repoter: "on (B)(6) 2020.when the nurse performed puncture treatment as instructed by the doctor, the infusion set was opened, the external cannula of the needle was not firmly fixed, and it fell off to the ground immediately after being taken out of the outer package, and the needle was bent, so it was replaced immediately.". Adr# (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm broke at the cannula before use. The following was reported by the initial repoter: "on (B)(6) 2020.when the nurse performed puncture treatment as instructed by the doctor, the infusion set was opened, the external cannula of the needle was not firmly fixed, and it fell off to the ground immediately after being taken out of the outer package, and the needle was bent, so it was replaced immediately." Adr# (B)(4).